Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the smart remote manager failed to remain unlocked until the user opened the door. A field service engineer (fse) performed troubleshooting on the device and replaced the microswitches on the latch. The fse then waited for the windows update to complete. To verify the repair, the fse tested the device using the hardware test application (hta) and confirmed it was operational with the user. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lock needed to be replaced on 2w and orcore. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.